Event description:
Paramedics responded to a person with difficulty breathing. The device was connected to the pt for cardiac monitoring during transport to the hosp. The pt's rhythm changed to a pulseless pea during transport and the device was used to administer external pacing. According to the rptr, the device would start and stop pacing then stopped altogether. The pt was not resuscitated.